Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that patient lost power at home and their ventricular assist device (vad) was alarming. History indicated 5 pump stops. The patient's power was disconnected to see if the backup battery kicked in and it didn't. The screen went black with no green circle. A self-test was performed, and no issues came up. The beginning of the log showed driveline disconnects on (B)(6) 2023. Following this, the log only captured a few low power advisories due to normal battery depletion. It was confirmed there was no controller exchange on (B)(6) 2023. The patient lost power at home and the pump was off. Vad coordinators replicated that in clinic by disconnecting power leads, and the pump stopped. Nothing was showing on the screen. The clinicians then reloaded waveforms and it indicated a pump off. The controller was exchanged, which resolved the issue. The vad coordinator tried connecting to a mobile power unit (mpu), then disconnecting from power and screen looked as it should, indicating power loss and backup battery in use. After further assessment, the alarms did not appear to be related to the driveline disconnect, despite the similarities. The data was planned to be analyzed further to determine a potential cause. Additional information stated that there were no patient impacts/adverse events related to pump stops and power loss on (B)(6) 2023. There were no further alarms after the controller exchange. The patient or medical staff did not disconnect the driveline. Related MFR: 2916596-2023-04729.

Manufacturer narrative:
Manufacturer's investigation conclusion: pump stops were confirmed via the submitted log files. The patient reported losing power at home on (B)(6) 2023 with the system alarming. System controller history was reviewed which indicated five pump-off events. At the clinic, the power was disconnected to see if the controller¿s backup battery activated. The backup battery did not activate as the controller screen went black, and the green running symbol was not active. A controller self-test was performed without issue. The controller was exchanged which resolved the issue. Refer to the controller evaluation regarding the issues with the backup battery (see manufacturer report number 2916596-2023-04729). The submitted log files and controller log files retrieved from the returned controller were reviewed. During loss of external power, the controller's backup battery did not power the system; refer to the controller evaluation regarding this finding. Three instances of lvad (left ventricular assist device) off alarms were captured in association with the inability of the backup battery to power the system. The pump operated at the stored patient speed without issue while the controller was connected to external power sources. There were no other notable alarms active in the log files, and the pump appeared to be operating as intended. The patient remains ongoing on heartmate 3 left ventricular assist device (lvad), serial number (B)(6);, with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and patient handbook describe alarm conditions, as well as the appropriate actions associated with them. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 7 ¿alarms and troubleshooting¿ describes alarm conditions, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook, rev. D, is also currently available. Section 5 "alarms and troubleshooting" outlines system controller alarms, as well as how to respond to each alarm condition. In addition, the patient handbook states, "call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment." The patient handbook also contains a section on handling emergencies. No further information was provided. The manufacturer is closing the file on this event.